Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the biomed had an arctic sun device that was sent down for not cooling, they confirmed it was not cooling and since the device has over 5000 hours and bringing it back for the 2000 hour preventive maintenance.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed mixing pump. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the actual/suspected device was inspected.

Event description:
It was reported that the biomed had an arctic sun device that was sent down for not cooling, they confirmed it was not cooling and since the device has over 5000 hours and bringing it back for the 2000 hour preventive maintenance. Per sample evaluation results on 05mar2024, it was reported that the one tank seal was lifted from the tank.